Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: the reported event was not related to device malfunction. A complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. Final hemostasis achieved. In recovery, a retroperitoneal bleed was discovered and surgically repaired successfully. Patient was then discharged. No further injury or complications noted.